Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 22 miu/ml and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2015. The repeat results were 6.6 miu/ml and with a new reagent pack, 6.4 miu/ml. A separate sample was drawn from the patient on (B)(6) 2015 and the result was 0.1 miu/ml. The result of 6.6 miu/ml was believed to be correct. The patient was not adversely affected. The reagent lot number was 18003903 with an expiration date of 12/31/2015. The field service representative found there was possibly a slight restriction in the black tubing. He removed and checked the measuring cell for any restrictions or buildup, but none was found. He ran a nylon line through the sipper nozzle to the cell and had difficulty, but was able to get it through. The customer ran controls and all looked good.

Manufacturer narrative:
A specific root cause could not be identified. Possible causes include contamination of the sample needle or the issue with the tubing on the instrument as found by service. Based on the provided data, a general reagent issue was not identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).